Manufacturer narrative:
The insulin pump had intermittent escape button response due to a flattened dome switch. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer's mother reported via phone call that the insulin pump had sticking buttons, preventing the customer from doing a bolus. The caller stated that she had to press all the buttons about 5 times in order to garner a response. The caller did not know the blood glucose reading. The customer's mother did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.